Event description:
It was reported that during training/demo, the surgeon console (sc) displayed a "communication lost" error. The issue was resolved after restarting the sc. There was no patient involvement.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported surgeon console (sc). Review of the field service notes indicates that analysis of the log data shows that communication with the surgeon console display computer (scdc) was intermittently interrupted. The lan cables related to the scdc inside the sc were disconnected and reconnected to resolve the issue. Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field. Review of the field service notes indicates the logs were analyzed which showed that communication with the surgeon console display computer (scdc) was intermittently interrupted. The local area network (lan) cables related to the scdc inside the surgeon console were disconnected and reconnected to resolve the issue. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to communication loss. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during training/demo, the surgeon console (sc) displayed a "communication lost" error. The issue was resolved after restarting the sc. There was no patient involvement.